Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support, the caller was able to reset the malfunction code, and the pump continued to function properly without recurrence of the issue. The customer was advised to call back if the problem happened again.